Event description:
A (B)(4) male pt contacted zoll customer support to report that the charger/modem would not power on. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation, there was contamination on the battery board. The cause of the inability to power on is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.